Manufacturer narrative:
(B)(4).a photo of the software error was provided, however, no root cause determined by the photo. The account manager completed a site visit and noted the monitor settings were set incorrectly. There were no anomalies identified during the internal review of the DHR of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If additional information is received a follow-up report will be submitted.

Event description:
The site reported the superdimension ilogic system software malfunctioned prior to a enb procedure and the physician cancelled the case. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event. If additional information pertinent to the incident is obtained a follow-up report will be submitted.